Manufacturer narrative:
The report of an s3 alarm could not be confirmed during the investigation of the centrimag motor (serial number (B)(6)). This motor was not returned for analysis and multiple attempts for motor return were unsuccessful. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2 and a3: additional information. Section a4: patient weight was requested but could not be provided.

Manufacturer narrative:
No further information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by the centrimag console which was running a centrimag pump. It was reported that s3 alarm on lvad cmag console. The hospital attempted changing flow probe however unable to resolve alarm. The flow probe was tested on another console and still no resolution. The hospital was then instructed to change to back up console and motor and alarm resolved. They were also instructed to have the md in room and per the doctor¿s discretion change out lvad and manage rvad during the change out to avoid pulmonary complication. No additional information was provided.